Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. He complaint of material deformation found along the dressing is confirmed, but the exact cause could not be determined. One adhesive dressing was returned for evaluation. An initial visual observation showed no obvious use residues throughout the returned dressing. The backing was observed to be attached to the back of the device. A small bubble in the clear section of the dressing was circled in pink. A microscopic observation revealed the small bubble appeared to be circular with a clearly defined indentation around the bubble. The backing of the device was peeled back to observe the color of the bubble. The bubble appeared white due to the wrinkling of what appeared to be the clear portion of the device. The bubble was observed to be deformation of the clear portion of the device. Because the device was returned opened but a bubble could be observed on the dressing, the complaint of deformation found on the device is confirmed, but the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer rn was accessing portacath, opened a bard kit to use. When she peeled the backing of the adhesive dressing, two rns noticed a white spot on the inside of the dressing/sticky side. A new dressing was opened. No other information was provided.

Event description:
It was reported by the customer rn was accessing portacath, opened a bard kit to use. When she peeled the backing of the adhesive dressing, two rns noticed a white spot on the inside of the dressing/sticky side. A new dressing was opened. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.